Event description:
Alarm sounded on cautery (pad alarm). Pad for grounding would not lock back in place. Defective grounding pad appeared to have bad connection at junction of coils. No adverse outcome for pt.